Event description:
It was reported that the lens and the seal, on the distal end of the unit, are loose.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.